Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, unknown nexgen femoral, lot # unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure on an unknown date. Subsequently, the patient was revised due to tibial subsidence, osteolysis and loosening approximately 1 month ago.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the x-ray indicates that there was varus alignment of the knee and extensive abnormal radiolucency reflecting osteolysis along the entire tibial tray and stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.